Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported their battery won't "stay up.". After agent asked some clarifying questions, it was determined the patient was talking about their implanted neurostimulator battery, and they said it wouldn't stay charged for more than 12 hours. Patient said they charged last night and when they checked the levels this morning, the implanted neuro stimulator battery was dead. Agent asked, patient said they had not recently increased or changed their stimulation settings in any different way. Patient said they usually turn stim up to a 5 when they are being active, and if they stay still with stim set that high that they can really feel the ins "shocking the crap out of them," so they always turn stim back down when they don't need it. Patient said this had been going on for a few days now. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent sent patient physician listings via email because patient said they no longer had a managing physician.